Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was implanted in (B)(6) and moved to (B)(6). The (B)(6) physician elected to perform a baseline x-ray for this patient and noted that the electrode had dislodged. Surgical intervention was performed and the electrode was repositioned using the three incision technique. The electrode remains in service. No adverse patient effects were reported.